Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis of the device is expected, but not yet begun.

Event description:
It was reported that the device is "noisy, overheating." There was no patient impact. It has been confirmed that the device heated "in a minute."

Manufacturer narrative:
Date of this report: 01/15/2016. Date received by manufacturer: 02/26/2016. Product evaluation: service and repair found that the motor and housing were heavily corroded; the motor had seized. Pre-repair temperature testing could not be performed. The device was cleaned, repaired, parts replaced and successfully tested to specifications. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.